Manufacturer narrative:
This report is submitted on december 22, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment. The abutment was changed for a longer abutment on (B)(6) 2020 which was performed under a general anaesthetic.